Manufacturer narrative:
This report is submitted on july 02, 2024.

Event description:
Per the clinic, the patient underwent a revision surgery to reposition the device under general anesthesia on (B)(6) 2024 due to poor retention. The implanted device remains.